Manufacturer narrative:
One device was returned for analysis. Event log indicated communication module intermittent connection alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Found delaminated downstream occlusion (dso) seal. Replaced dso seal. Device passed all testing criteria post repair.

Event description:
One device was returned for analysis. Investigation found delaminated downstream occlusion (dso) seal. There was no patient involvement.